Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had become disoriented and had suffered a hypoglycemic episode while at work. During the hypoglycemic episode pt states that her cgm was reading 227 mg/dl and that her bg was measured at 40 mg/dl. Paramedics were called and pt was treated with glucose gel and an IV. At the time of her call to dexcom technical support, pt reported that she has been feeling better but that her bg remained high.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.